Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient developed muscle stimulation. During pocket revision, it was noted that the ventricular lead was causing muscle stimulation at 1.3 v at 0.5 ms. The lead was capped and replaced.